Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a rate dependent bundle branch block and received an inappropriate shock. Technical services (ts) provided assistance on how to acquire a reference subcutaneous electrocardiogram (s-ECG) with elevated heart rate. This s-ICD system remains in service. No additional adverse patient effects were reported.